Event description:
It was reported that the patient was going to have an MRI to see if they had a bacterial infection around the implanted components; the implantable neurostimulator (ins) area and lead. The MRI was going to be of the lumbar and butt which may be related to the revision that occurred four weeks prior to the report. Four weeks prior to the report, the patient had the entire system replaced with an MRI compatible system because, the patient was going to need ongoing full-body MRI¿s, which were not related to therapy. It was suspected, the patient had bacteremia from the revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that that the patient was not found to have an infection that was related to the stimulator. Perioperative antibiotics were administered. The infection began in (B)(6)-2014. The patient experienced symptoms including fever and bacteremia. The primary location of the infection was unknown, but endocarditis was suspected. A blood culture was obtained and it was determined that the infection was streptococcus mitis. IV antibiotics were administered. The infection resolved. The patient had diabetes, a debilitated status and malnutrition prior to implantation of the device.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97740 lot# (B)(4) implanted: explanted: product type programmer, patient product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4)implanted:(B)(6) explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the patient¿s family member/friend reporting that this thing had given the patient more trouble over the years. It was further noted that when they put this new one in a couple of years ago, they had started getting sepsis infections after it was put in. It was stated that they had three sepsis infections. It was also stated that the ¿thing was giving them more trouble and the three sepsis infections happened about a year ago¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient started getting infections a month after their implant (in (B)(6) 2014). The patient stated that they "got like 8 infections within like 6 months." The patient stated that the last two infections turned into septic infections. The patient reported that their doctor really wanted to remove the system at the time because they were convinced that the implant caused the infections. The patient also stated that they got an infection in their blood and that their doctor "for months looked and looked...they couldn't find it." No further complications are anticipated.